Event description:
Event description cpi received information that this bipolar lead (4261) was cut and capped, due to infection/erosion. The implantable pulse generator (ipg) was also removed at the same time. The new (ipg) and lead were implanted on the other side of the patient.